Manufacturer narrative:
(B)(4). Batch # t9276c. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number t9276c, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: did the surgeon load and inspect clip in jaw off the vessel prior to firing? Was there any clip formation issue noted? If yes, please describe their shape? Why was the procedure converted to open? How was cystic duct ligated once proceeded to open? Response: surgeon did not provide any more information and ended the conversation.

Event description:
It was reported that during a laparoscopic cholecystectomy, the ligamax clip applier cut the cystic duct. He would not elaborate further other than when he was applying the clip it cut through the cystic duct and he had to revert to open. The surgery was delayed but complete successfully.